Event description:
It was reported that the asymptomatic patient presented in the hospital for a post implant follow-up. Upon interrogation, loss of capture, undersensing of p-waves, and far r-wave oversensing were noted on the right atrial lead. Chest x-ray confirmed lead dislodgement. The lead was repositioned and the patient was stable throughout.

Manufacturer narrative:
Implant date should have been (B)(6) 2017(new date) rather than (B)(6) 2017 (old date).